Event description:
Information was received from a company representative regarding a patient receiving fentanyl 1000mcg/ml at 659.9mcg/day, bupivacaine 5mg/ml at 3.2997mg/day and morphine 25mg/ml at 16.498mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that a motor stall was seen at initial interrogation, stopped pump period may exceed tube set. The event date was noted as (B)(6) 2016. The patient did not recently have an MRI. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.